Event description:
Same case as 1527460-2010-00077. The complainant reports an over-delivery. It was reported that 150 ml of feeding were hung, with the intended delivery at 39 ml per hour over 4 hours. The actual timeframe for feeding delivery was 3 hours.

Manufacturer narrative:
(B) (4): the device reported, list number 0086, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00086, that is marketed domestically. (B) (4)